Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that analysis was request on this device, no allegation was noted when it comes to the device. No adverse patient effects were reported.

Event description:
Additional information noted that the incorrect model number was reported when it comes to report 2124215-2016-10558. The correct information is contained in report 2124215-2016-02128 device (B)(4).